Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device was at elective replacement indicator (eri) in less than five years and did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Battery depletion was indicated. The elective replacement indicator (eri) date was (B)(4) 2012. Concomitant products: (B)(4) stent graft 2013 (B)(6); (B)(4) stent graft 2013 (B)(6); (B)(4) stent graft 2013 (B)(6); (B)(4) stent graft 2013 (B)(6). (B)(4).